Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that due to a product performance issue this lead was explanted and replaced during device upgrade procedure.

Manufacturer narrative:
Corrected the model number and added the device analysis. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the retraction of the fixation helix. Further inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. In addition, the fixation helix was found deformed. As the root cause of the observed damages, mechanical forces applied during the explantation procedure should be taken into consideration. The values of the parameters measured during the electrical analysis were within the technical specifications.the manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.